Event description:
Patient presented back to the physician with continued pain at the ipg site. Physician brought the patient into the operation room, created a new chest pocket, placed the ipg, repositioned the sense lead, and closed.

Event description:
The patient presented back to the physician with bruising, swelling, and persistent ipg movement, causing pain at the ipg site. On examination, the physician confirmed the ipg was intact with no immediate concerns. However, due to ongoing pain, the physician brought the patient into the or and proceeded with surgical removal of the entire inspire system.

Event description:
Patient presented to the physician with ipg and neck incision site pain that induces vomiting. Physician prescribed anti-inflammatory medication.